Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At 2:00 am on (B)(6) 2022, the cgm values displayed on the tandem insulin pump screen ranged between 40 mg/dl to 51 mg/dl. The patient felt his bg was low (no specific symptoms) so he ate some apple sauce. After eating the cgm value remained at 51 mg/dl so he continued to eat more carbs. At 5:00 am when his wife woke up he felt miserable and was vomiting. His wife did a bg finger stick which was 600 mg/dl, and the cgm value was 51 mg/dl. There were no alarms or alerts on his phone or insulin pump display screen during the period. He self-treated using a novolog insulin pen every hour for several hours until the bg stabilized at under 200 mg/dl and used levemir (long-acting insulin) for a night time dose. After self-treatment, his bg stabilized later that day and he was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.